Event description:
Device malfunction: clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, after clip deployment, the clip was found to be lodged in the device. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.

Event description:
Balloon rupture during use.

Manufacturer narrative:
The device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. The edges of the burst are ragged and there is significant wall thinning in the area that burst. During further visual inspection of the device shaft, it has been determined that the longitudinal marking is worn off. Water was introduced through all of the device lumens and the water flows from where it should. The balloon lumen would not function because it is clogged with dried blood and fluids. The steerable tip still steers. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging.